Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic valve, computed tomography (CT) confirmed that the leg diameters were adequate for a 16 french inline sheath. Upon insertion of the delivery catheter system (dcs) in the right leg, the dcs would not pass through the right external iliac artery and was removed. A perforation was identified in the right external iliac artery and required two covered stents. The dcs was inserted into the left leg and would not advance past the left external iliac artery. A dissection of the left external iliac artery was detected and a balloon angioplasty was performed. It was reported that a 20 french and 21 french sheath where also used without success. The system was removed from the patient and a smaller valve was implanted using a smaller dcs. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that per the physician, the nose cone caused the perforation of the right external iliac artery and the dissection of the left external iliac artery. Additionally, the native aorta was mildly calcified.